Event description:
(B)(6) study. It was reported that the implant did not seal. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Prior to the procedure, prophylactic antibiotics were administered and during post-transseptal puncture, uninterrupted warfarin therapy was continued. Initially a 31 mm device was attempted but not successful because the device was too large. The physician then replaced it with a 27 mm closure device. This device was then successfully implanted with a laa seal jet size less than 5mm and deployed device diameter of 21 mm. On (B)(6) 2020, the patient was discharged home on oral anticoagulant (oac) therapy, aspirin and antiplatelet kardegic 75mg. On (B)(6) 2020, the patient presented for their 3 month follow up visit. Echocardiogram imaging showed significant change in the laa seal, there was a jet around the device that was noted to be 7mm in size.